Manufacturer narrative:
(B)(4). Application support manager (asm) visited the account after the event to provide surgery support and reported that surgeon is consistently using flap thickness at 100 microns flap against the recommendation. Asm adjusted settings flaps for remainder of the day to the recommended 120um (microns). No other vertical gas breakthrough was noted and all other 20 eyes treated successfully. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported noticing a grey/white area during the raster pattern of left eye. Side cut was ok. Surgeon tried to lift the flap with a blunt instrument without success and decided to smooth the flap back. Vertigal gas breakthrough noticed. Surgeon decided to convert patient to photorefractive keratectomy (prk) and completed prk on (B)(6) 2016. No loss best corrected visual acuity reported. Surgeon mentioned he uses 100 microns flaps instead of the recommended 120 by manufacturer.